Event description:
Revision surgery revealed loosening of the acetabular cup due to osteolysis.

Manufacturer narrative:
Summary of evaluation: the device has been retained by the patient; therefore, evaluation of the device is not possible. The device history records were reviewed and no discrepancies were observed.